Event description:
On (B)(6) 2012, a miniarc sling was implanted. The pt reported continued incontinence and dyspareunia about seven weeks after the procedure, on examination exposed mesh was found. On (B)(6) 2012, the exposed mesh was excised.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.